Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During an unknown procedure involving a flexor radial access set, it was reported that the valve did not worked correctly and lack of blood was noted. According to the initial reporter, the patient did not experience any adverse effect due to this occurrence.

Manufacturer narrative:
(B)(4). Evaluation narrative: a review of the complaint history, device history record, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned, therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use. Per the IFU: "all instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Monitoring will continue to be performed for similar complaints. Per the quality engineering risk assessment no further action is required.